Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed the downstream occlusion message in the patient care unit. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. This reported symptom was inadvertently missed during evaluation and because the pump was no longer in its received condition the evaluation could not be performed. The device in question will be repaired and tested prior to release to ensure the device meets all specifications. No component causality was found. The pump was found to operate as designed. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-05093 can be removed from the FDA database.